Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Right atrial (ra) septum had been removed, setscrew was found missing and no anomalies upon visual inspection of the header were noted. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was stable.